Event description:
The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported deflation of a non-abbvie device. This record is for the left side. The device was explanted and replaced. Un-reporting

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, g4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. The device remains implanted.